Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 02-dec-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient who was implanted with a neurostimulator for spinal pain. The patient had great leg coverage during their trial but needed a little more coverage in their back so when the permanent implant was done the healthcare professional (hcp) placed the paddle lead a little higher than where the trial was. The patient reported that stimulation was now in their ribs and stomach no matter how they program. The rep programmed in the exact same spot where the trial was but the patient still claims there is an issue. When the patient was initially programmed after implant they thought everything was okay and the implant was perfect. Last week, the rep was notified of ¿programming issues¿, but the rep just thought the patient needed reprogramming. The patient contacted their hcp the day before yesterday. If was unknown if impedances were checked. The patient has an appointment with their hcp next week. No further complications were reported/are anticipated. Additional information was received from a manufacturer representative (rep) on 2017-mar-20. The rep stated that they would be seeing the patient and healthcare professional (hcp) on (B)(6) 2017. The rep was not sure why the issues were happening. Impedances were normal and the patient was reprogrammed three times since implant. The rep would discuss the options with the hcp. No further complications were reported/are anticipated. Additional information was received from a manufacturer representative (rep) on (B)(4) 2017 the rep stated that the patient was seen by their implanting physician and they may schedule a lead revision. No further complications were reported/are anticipated. Additional information was received from a healthcare provider (hcp) regarding the patient. The hcp reported that the patient informed them that they had a component replaced in the past because it was in the wrong location. The hcp had no further information regarding the revision/replacement. No further complications were reported or anticipated.